Event description:
It was reported that a high drain/call pd nurse alarm occurred on a homechoice (hc) device at the end of therapy. The caregiver (cg) stated the home patient (hp) had performed an off cycler manual exchange or fill, the manual day exchange fill volume amount was 2500ml. The patient had no symptoms. The drain volume in cycle 1 of 4 was 5022 ml, which meets iipv criteria. The technical service representative (tsr) explained the alarm and advised the cg to call the nurse with the information. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The customer declined to return the device for evaluation. A follow-up MDR will be submitted if additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. The assignable cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed too low.